Event description:
The manufacturer received information alleging (rate value increase, volume value abnormal) occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed active exhalation verification during diagnostic testing due to a clogged in-line filter. In conclusion, the device's in-line filter was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the software was upgraded to version 1.06.10 unrelated to the reportable malfunction/issue. The device passed all final testing.